Event description:
The customer was getting high blood glucose results on their meter while they were feeling hypoglycemic. The device read 349 mg/dl and they called the ambulance. Emergency medical technicians came and tested them at 60 mg/dl. They were given an IV, orange juice and food. Controls were not used on the system. The device was replaced with new product and then authorized for return to the manufacturer for evaluation.